Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. However, the reported event was able to be confirmed using the provided photos. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a charred ground wire was found on a fresenius 2008t hemodialysis (hd) machine. The biomed also reported that smoke was seen. According to the biomed, the machine was undergoing a preventive maintenance (pm) check and had just been put into heat disinfect. While in heat disinfect, someone told the biomed that they saw smoke coming out of the machine. There was not enough smoke to set off the smoke detector. When first reported, the biomed¿s initial thought was that it was steam (not smoke) due to the machine being in heat disinfect. The biomed unplugged the machine to further investigate. The biomed noticed an electrical smell behind the machine as they began to troubleshoot. They eventually identified thermal damage on a grounding wire inside the machine. The biomed didn¿t know the name of the wire. They described it as mostly yellow with a green stripe. The outer coating was charred, and the wire was reportedly exposed. No other parts exhibited signs of thermal damage. There was no evidence of any sparks or flames. The biomed fixed the machine by replacing the wire with a known good wire from a different machine that was out of service. The machine was reportedly put back in service after the repair. The machine had 9,103 operating hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The damaged wire was available to be sent back for evaluation. Photos of the damaged wire were provided for review. There was no patient involvement associated with the event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a charred ground wire was found on a fresenius 2008t hemodialysis (hd) machine. The biomed also reported that smoke was seen. According to the biomed, the machine was undergoing a preventive maintenance (pm) check and had just been put into heat disinfect. While in heat disinfect, someone told the biomed that they saw smoke coming out of the machine. There was not enough smoke to set off the smoke detector. When first reported, the biomed¿s initial thought was that it was steam (not smoke) due to the machine being in heat disinfect. The biomed unplugged the machine to further investigate. The biomed noticed an electrical smell behind the machine as they began to troubleshoot. They eventually identified thermal damage on a grounding wire inside the machine. The biomed didn't know the name of the wire. They described it as mostly yellow with a green stripe. The outer coating was charred, and the wire was reportedly exposed. No other parts exhibited signs of thermal damage. There was no evidence of any sparks or flames. The biomed fixed the machine by replacing the wire with a known good wire from a different machine that was out of service. The machine was reportedly put back in service after the repair. The machine had 9,103 operating hours on it. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The damaged wire was available to be sent back for evaluation. Photos of the damaged wire were provided for review. There was no patient involvement associated with the event.